Manufacturer narrative:
(B)(4). Information was not provided by the contact. Damaged firing trigger teeth, damaged spring cartridge lockout tab. (B)(4). Additional information was requested and the following was obtained: were the devices locked-out and would not fire? Not informed, although surgeon has some experience with these devices and know they only fire after locked out. Were the devices locked on tissue with the jaws closed? As far as he understood, surgeon had jaws locked on the tissue when the problem occurred, without any damage to patient. If yes, how was the device removed? Surgeon unlocked devices, opened jaws and changed devices. If yes, did the jaws eventually open? Only when surgeon did so. What color cartridge was being used? Cartridge used was in the device, as informed by the surgeon¿s team. If not there, they didn¿t inform the color. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Not informed even after requested. The analysis showed that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and firing trigger teeth were found broken. The damage to the firing mechanism caused the firing trigger to jam closed preventing the closing trigger to return to its home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, the product locked. No details were provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.